Event description:
It was reported that pump touchscreen was slow to respond. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, so no troubleshooting was completed and no additional information was obtained regarding the outcome of the event.